Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of dislodgement due to twiddlers, no low voltage output, and loss of capture were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture and loss of low voltage pacing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed rv lead dislodgement due to twiddler's syndrome. The rv lead was explanted and replaced. The patient was stable.